Event description:
It was reported by service report that the fowler cannot be brought down to flat condition. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Fowler ball screw assembly, fowler cam card, and micro switches.